Event description:
The transection was completed in one bite. The tissue in which the device was fired on was radiated pre op. The surgeon converted the procedure to an apr as he could not close the rectal stump, as it was deep in the pelvis and difficult to access. The indication for surgery was to remove cancerous tissue. It determined that the proximal staple line was on the specimen side and was intact. The surgeon stated that manual closure with suture was not successful as it was in the deep pelvis, minimal space, no visibility and transaction low on the rectum.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). On which firing(s) did this event occur? First. What colour (blue/gold/green) was selected on the selectable staple height selector before firing? Green. Was the cartridge loaded with the retaining cap on? Unk. Did the surgeon move the firing knob left and/or right before firing? Unk. Was the handle closed completely before firing? Yes. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. How long has the surgeon been using this device for this procedure (in years)? Six. Was there a recent conversion to ees devices in this account /surgeon? No. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device was fired across the rectum. The proximal staple line was intact. The distal staple line was not intact on the introduction of a circular stapler. The surgeon confirmed the presence of staples in the distal rectal stump, however the rectum was not stapled closed. A sutured closure of the rectum was attempted so that a circular stapler could be used for an anastomosis. The closure was not successful, and the procedure was converted to an abdominal perineal resection. Procedure completed with same/like device. There was no adverse consequence to the patient reported.